Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, a plastic internal component, dislodged from the sleeve. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of instruments through the sleeve. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal for easier insertion." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic myomectomy. Event description: suture with a needle was being passed through gelpoint mini 10mm sleeve into the abdominal cavity with a laparoscopic grasper. While passing suture with a needle through the gelpoint mini sleeve, a component of the sleeve's seal was observed falling out of sleeve and into the abdominal cavity. Hospital contact described the component as "clear and circular". Item was immediately retrieved and removed from abdominal cavity. Removed sleeve from gelpoint cap. Laparoscopic graspers and suture with needle. Intervention: removed sleeve from gelpoint cap. Patient status: no clinical impact.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic myomectomy. Event description: suture with a needle was being passed through gelpoint mini 10mm sleeve into the abdominal cavity with a laparoscopic grasper. While passing suture with a needle through the gelpoint mini sleeve, a component of the sleeve's seal was observed falling out of sleeve and into the abdominal cavity. Hospital contact described the component as "clear and circular". Item was immediately retrieved and removed from abdominal cavity. Removed sleeve from gelpoint cap. Laparoscopic graspers and suture with needle. Intervention: removed sleeve from gelpoint cap. Patient status: no clinical impact.